Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2017. On (B)(6) 2017, the reporter called back with a dim display complaint and it was resolved with troubleshooting by pressing the contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 03/07/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, the pump was powered on to a clear and legible display. The pump was opened to find no intermittent conditions on the display flex connector. The dim display complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.